Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345769, medical device expiration date: 2022-04-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0345768, medical device expiration date: 2022-04-30, device manufacture date : (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing erroneous results. "Good afternoon, they were having issues with the tube when they went to collect a sample. The hgb was not matching and they kept having to resample."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing erroneous results. "Good afternoon, they were having issues with the tube when they went to collect a sample. The hgb was not matching and they kept having to resample."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.